Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It as reported that during a right acl & lateral meniscal repair procedure the t2 implant failed to anchor. All anchors were removed from the patient and a back up device was utilized to complete the procedure. No patient injury or complications were reported.